Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. The customer stated that there was no patient involvement.

Event description:
Leo had error 351.6740 on 8110 syringe. Failure device type: alaris system instrument. Failure problem type: 8110. Failure mode: troubleshooting/ error codes. Case resolution: I recommended leo to replace complete housing assy. And gave him option to send unit in for flat fee repair. Leo will send the unit in for flat fee repair.